Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. No response to requests for additional information was received from healthcare provider's office. Per medical examiner's office, customer's death was not a medical examiner's office case.